Event description:
It was reported that there was an alert for the right ventricular lead impedance being greater than its programmed limit. The impedance has been increasing over time. The lead is still in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.